Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A review of the manufacturing documentation associated with this lot (17629253) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, after a stent was implanted in the target lesion, an 8x40mm 155 cm saber rx pta balloon catheter (bc) was inserted for a post dilatation; however, it hit the edge of the stent and it ruptured approximately at five (5) to six (6) atmospheres (atm). It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The lesion was the external iliac artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17629253 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a stent was implanted in the target lesion, a saber rx pta balloon catheter (8mm4cm155) was inserted for a post dilatation. However, it hit the edge of the stent and it ruptured approximately at 5 to 6 atm. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The lesion was the external iliac artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.